Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the catheter had ¿frayed¿ and was replaced. It was noted that the pump was also replaced at that time. The device system was used to deliver compounded baclofen.

Event description:
Additional information was received. It was reported that the patient had been in the surgery for a pump replacement due to an end-of-life battery issue. It was indicated that the cause of the event was unknown, though it was unclear if this statement referred to this event or the issue with anesthesia (anesthesia issue described in manufacturing report #3004209178-2013-14506). There was no patient injury and it was stated that she had recovered without sequela. The device system was reportedly being used to deliver lioresal.

Manufacturer narrative:
(B)(4).